Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber was broken. No patient consequence was reported.